Event description:
Same event as MFR# 2954755-2007-00045. It was reported that 2 hours post procedure, the patient presented with right hemiparesis. The 10mm, 80% stenotic lesion was located at bifurcation of the carotid artery. The vessel diameter was 6mm. The wallstent and filterwire ez were successfully used and the artery remained permeable following the procedure. The patient had been started on aspirin and clopidogrel prior to the procedure and received heparin during the procedure. Two hours post procedure, the patient presented with right hemiparesis. The patient was treated with 325mg/day asa and 1 tab/day clopidogrel and currently has severe paresia at the right inferior limb without brachial or facial impact. In the opinion of the physician, the hemiparesis was not related to the devices.

Manufacturer narrative:
The stent remains implanted, therefore a returned product analysis could not be conducted. The root cause of the event is unknown.